Event description:
The ge oec 9800 fluoroscopy system had image quality issues and displayed iris pot error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and found 2 broken hv cables to the collimator. Once repaired, system image quality restored, and error codes no longer present. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.